Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during achalasia dilatation of the esophagus performed on an unknown date. According to the complainant, after the procedure and when all of the inflation medium was removed, the gauge did not return back to 0 atm. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the needle was loose inside the gauge, and there was a dent in the side of the gauge at the 5psi marking. Finger prints were noted inside the lens and on the dial. A black spot was also noticed on the bulb. Based on the condition of the returned device, the noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during achalasia dilatation of the esophagus performed on an unknown date. According to the complainant, after the procedure and when all of the inflation medium was removed, the gauge did not return back to 0 atm. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.